Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gas delivery engine (gde) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported after replacing the gas delivery engine (gde) on this ventilator device, the deliver fraction of inspired oxygen (fio2) was out specifications. The set fio2 apparently at 90% fio2 delivers 97%. No known reported patient events associated with this event at this time.